Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to deliver shock and dislodgment verified via x-ray on the right ventricular (rv) lead. On (B)(6) 2024, the physician elected to explant and replace the rv lead. The patient was in stable condition.